Manufacturer narrative:
Results: inherent risk of procedure (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology ¿ 95% stenosis); deformation problem. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 95% stenosis ); inherent risk of procedure (stent deformation). (B)(4).

Event description:
The physician was attempting to use an endeavor resolute drug eluting stent to treat a lesion in the left coronary artery. The device was inspected prior to use with no issues noted. The lesion exhibited 95% stenosis and was pre-dilated, however the device could not pass the lesion. The physician used a new device to complete the surgery. No patient complications reported. The device was returned to the manufacturing facility and the stent was observed to be damaged. Evaluation summary: the stent was positioned between the marker bands as per specifications. Numerous stent segments were slightly raised and misaligned . Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).